Event description:
The customer reported that the intermittent alarm was not functioning. The co customer support engineer verified the nonfunctional alarm, inspected the device and replaced the pulsed alarm assembly. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.